Event description:
It was reported that the device had an error code. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. No external damage was noted with the device. An error code was found in the event history log (ehl). Functionally, multiple flow and occlusion tests were performed, and size calibration was checked. The customer reported issue was confirmed. The root cause of the issue is unknown however, the main board was not functioning as intended. To resolve this issue, the main board was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: b5: additional information was received and attached on 06 october 2022, it did not fail on a patient. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: correction:d4: model number: 4000.